Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [4,000.0 mcg/ml] at a dose of 1,326.2 mcg/day and dilaudid [20.0 mg/ml] at a dose of 6.631 mg/day simple continuous via an implantable pump for intractable spasticity. It was reported on 2018-jan-02 that the pump was alarming and that the manufacturer's representative got a call from the hospital to interrogate a pump that was alarming. The patient symptoms were unknown and the manufacturer's representative spoke to the nurse on the floor caring for the patient. Missed refill appointment was reported as an environmental/external/patient factor that may have led or contributed to the issue. They interrogated the pump and logs and identified alarm as empty reservoir that occurred on ¿(B)(6) 2018¿ (note this date had not yet occurred at the time of the report and logs attached showed the empty reservoir alarm occurred¿ on (B)(6) 2017). The patient was admitted to the hospital and prescribed an unknown dose of oral baclofen as interventions/actions taken to resolve the issue. It was related that the pump was alarming since (B)(6) 2017, remained implanted, and it was unknown what the plan was. The nurse was to speak with the physician. Images of the logs examined on (B)(6) 2018 at 14:27 with the last change being on (B)(6) 2017 showed the low reservoir alarm occurred on (B)(6) 2017 and the empty reservoir alarm occurred on (B)(6) 2017. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. At the time of the report it was unknown if the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-21, additional information was received from the hcps medical assistant. They stated that they were not sure why the patient missed the refill and it was unknown if the pump was refilled or if the issue was resolved.